Event description:
Three endeavor rx stents were implanted in the mid rca, mid lcx, distal lcx. Approximately 2.5 years post the index procedure, the patient was hospitalized for chest pain (unstable angina). Three lesions were re-vascularized; the mid lad was re-vascularized with 3 other brand stents. A balloon only re-vascularization was carried out in the 1st diagonal branch. The mid rca was re-vascularized with another brand stent due to restenosis after previous ptca. The investigator has indicated the event was related to the study stent and procedure. Approximately 2 years and 8 months from the index procedure, it was reported that a stroke occurred. The stoke event was ischemic, was diagnosed using radiological evaluation and confirmed by a neurologist. Short left hand distal and sensitive deficit. It was reversible in 5 minutes. The investigator deemed this event was reported to be not to be related to the study device/procedure. Ref 9612164-2011-01689, 9612164-2011-01690, 9612164-2011-01691.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (cva/stroke). (B)(4).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (cerebrovascular accident).

Event description:
The patient suffered a stroke approximately 48 months post index procedure. The investigator assessed that the event was not related to the study stent.

Event description:
Approximately 44 months post index procedure the patient suffered a stroke. The investigator assessed that the event was not related to the study device.

Event description:
It is reported that the patient expired approximately 56 months post the index procedure due to evolution of prior medical history (2 prior strokes), non-cardiac death. The investigator has indicated that the event was not related to the study stent.